Manufacturer narrative:
Qn#(B)(4). The report of an ars leak was confirmed through complaint investigation. The customer provided one video and returned one, opened cvc kit including one arrow raulerson syringe (ars) and one 18ga introducer needle with the guard for analysis. No obvious signs of use were observed. Initial visual examination of the ars did not reveal any anomalies or defects. After the ars failed functional testing (see below), the plunger was removed. The plunger was then held up to a light such that the internal bi-directional valves were visible. Visual inspection revealed that the valves contained a hole. The handle was then opened, and a hole was observed on the proximal valve. The returned sample was functionally tested using the returned introducer needle in accordance with the instructions-for-use provided with this kit, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The ars aspirated water and air with or without the returned introducer needle attached. The module requirement document for raulerson syringes was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and did not snap back into a position less than or equal to 1cc from the starting position. Therefore, the internal valves of the ars are not functioning as intended. Based on the customer report and the sample received, manufacturing caused or contributed to this event. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the ars was found leak during used on the patient". No patient harm or injury. No medical intervention required. The patients current condition is reported as "fine".

Event description:
It was reported "the ars was found leak during used on the patient". No patient harm or injury. No medical intervention required. The patients current condition is reported as "fine".

Manufacturer narrative:
(B)(4)